Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion, sion blue guide catheter: launcher. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a de novo lesion in a mildly tortuous, eccentric and heavily calcified mid right coronary artery that was 90% stenosed. A 2.5 x 15 mm traveler balloon catheter was used; however, it met initial resistance with the anatomy during advancement. The balloon then ruptured at 10 atmospheres during the first inflation. Therefore, the device was replaced with two non-abbott balloon catheters which were not able to sufficiently dilate the lesion. The procedure was completed without stent implantation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.